Event description:
The malfunction is filed under aag reference: (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. Nine of twelve clips remained in the cartridge. The sliding sheet is dislocated and deformed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ligature clip . According to the complaint description the metal part of the device came off. No infection was reported. There was no patient harm. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under (B)(4) reference (B)(4).